Manufacturer narrative:
Investigation summary: it was reported syringes had scale marking issues. To aid in the investigation, seventeen samples were received for evaluation by our quality team. Sixteen samples came in sealed packaging blisters and one sample came with no packaging blister. A visual inspection was performed, and all the samples have a scale marking issue. No other defects or imperfections were observed. A device history record review was completed for provided material number 309653, lot number 2278729. The review revealed there was documentation for this type of defect during the production run of this lot. A quality notification was issued for scale marking. When the scale marking issue was detected products were segregated and scrapped. The samples received by the customer are escapes from the incident reported. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use there were scale marking defects. There was no report of patient impact. The following information was provided by the initial reporter: reported issue: syringes did not have the lines on them, some having fading lines or only partial lines.